Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a cyber-security upgrade was performed. Following the upgrade, the device showed a lower remaining longevity than previously observed. Technical support was contacted and advised that the longevity estimation was incorrect and was a diagnostic anomaly. They advised to re-interrogate the device and the longevity estimation will resolve itself. The patient was stable with no consequences.